Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a tego¿ connector, generated an occlusion during patient use. The reporter stated that they received a complaint from their customer informing them that there was an obstruction, preventing blood flow. The event occurred during hemodialysis sessions. The reporter stated that the clinical risks could be respiratory discomfort, malaise, and risk of embolism. The sample is available for evaluation. The connector had been replaced, and there was only one reported product involved in this event. There were no patient harms, and clinical injuries were reported.

Manufacturer narrative:
Investigation summary the complaint of no flow / can't prime / difficult to prime on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.